Manufacturer narrative:
Method: device history record review result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no: device not returned. (B)(4). Device work order search. A device work order search was performed and no similar complaints were found within the work order. Based on the complaint history, device work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a ks-1 (B)(4) 20.50 diopter preloaded injector. Once the lens was inserted into the patient's eye, it was found to have a crack on the optic. The lens was cut to remove from the eye. There was no injury to the patient.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).